Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the spyscope ds ii catheter stopped working after a minute into the procedure. It showed 4 dots and a grey screen. The controller was rebooted, the spyscope ds ii catheter was unplugged and reconnected back to the controller; however, the problem was not resolve. The procedure was not completed due to this event. The patient will be brought back for an additional spyglass procedure as the diagnosis was inconclusive. There were no patient complications reported as a result of this event.